Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: stent dislodgement. It was reported that pci was performed in 2009. The lesion was in the mid rca with moderate tortuosity, moderate calcification, eccentric and de novo. The 2.75 x 15 mm vision stent delivery system (sds) was advanced towards the lesion; however, difficulty was encountered during delivery and the vision sds was pushed distally with force, but failed to cross. The sds was removed and the guiding catheter was replaced with another guiding catheter. The 2.75 x 15 mm vision was advanced to the lesion for a second time and the sds balloon was expanded. The stent was thought to be confirmed in the lesion on angiography; therefore, the procedure was completed. In the next day, the lesion was examined on fluoroscope; however, the stent was confirmed to not be in the lesion. The stent was not seen in the coronary or in the brain. It was noted that the stent was not confirmed on the sds balloon when it was removed from the vessel, after the first failed attempt to cross, or before the second attempt to deliver. Additionally, the associative devices were not checked after they were withdrawn from the vessel. No additional event or patient information is available.